Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the visual impairment recovered on (B)(6) 2017. It was stated that the causal relationship with the device could not be denied. Their was no causal relationship with the procedure.

Manufacturer narrative:
The pipeline flex device will not be returned for evaluation as it remains implanted in the patient. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient experienced a visual disorder beginning one day after pipeline flex implantation. The pipeline flex had been implanted in the treatment of an unruptured, fusiform aneurysm in the left cavernous internal carotid artery (ica). The aneurysm max. Diameter was 14.5mm and neck width was 4.4mm. There were no reports of device issues during implantation. Prior to the procedure, the patient¿s mrs was 0 and the patient did not have any visual nerve indication. One day post-procedure, the patient experienced a visual disorder. In addition, the patient had worsened visual nerve indication and an mrs of 1. There was reportedly no medical intervention in connection with this event. As of seven months post-implantation, the visual disorder has not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.